Event description:
It was reported to philips that the device would not display leads ECG with a leads off message after the ECG cable was unplugged from a patient monitor and plugged into the mrx defibrillator. There was no negative patient impact.

Manufacturer narrative:
(B)(4).